Manufacturer narrative:
(B)(6).

Event description:
The customer called into technical support (ts) reporting that the device has touchscreen issues. Keys do not work, lack of response. It is unknown if the unit was in patient use at the time of the reported issue. No patient or user harm was reported. Further information has been requested. The customer evaluated the device with the assistance of the remote service engineer (rse) and confirmed reported problem. The customer calibrated the touchscreen in service mode to resolve the reported issue. The device passed required performance verification tests per philips¿s standards.